Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. The customer's blood glucose level was 236 mg/dl. The customer cleared the alarm and insulin delivery was resumed.